Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step for low oxygen flow during testing. The evaluation found that adjustment of grey removeable foam is necessary. Foam was adjusted. The device passed all testing.